Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump suspended insulin delivery and the customer did not know why. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the auto-off safety feature was identified to be set for 13 hours. Contact understood and disabled the feature. Additionally, contact alleged that pump data was missing. Request was made for customer to upload pump data for review. Multiple attempts were made to follow up with customer regarding data upload; however, the customer did not respond and data was not uploaded.